Event description:
The pt was admitted to the hosp for removal and replacement of bilateral silicone breast implants, secondary to rupture and painful contractures. The pt complained of breast hardness, change in shape of breast implants and severe pain. These breast implants were placed in 1971, secondary to the pt having bilateral subcutaneous mastectomies for severe symptomatic fibrocystic breast disease. The pt authorized the hosp to dispose of her surgically removed ruptured breast implants.